Event description:
It was reported that a month after implant, the patient developed an infection. The implantable pulse generator (ipg) and two leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 implantable pulse generator (B)(6) 2013 5086mri implantable pacing lead (B)(6) 2013. (B)(4).